Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd¿ insyte autoguard bc was retracted about an hour after activating safety mechanism. The following information was provided by the initial reporter: ¿the product did not retract, but then it retracted after about an hour (it was just sitting there and retracted on its own) it looks like there may be some warping on the plastic next to the spring".

Manufacturer narrative:
H.6. Investigation: DHR review was not performed as the lot number associated with this account was unknown. Received one 20ga iag needle-barrel assembly and a needle cover. The needle was received fully retracted inside the safety barrel and the catheter assembly was not returned for evaluation. The needle was pushed to the out position and then the white button was depressed. Although the needle retracted, retraction was slow. Upon further examination it was detected there was damage on the nose of the hub. The damage observed on would get caught up on the grip causing slow retraction. Although a definite source that caused the damage observed on the hub (which slowed retraction) could not be determined, the failure was manufactured related and it was produced during the assembly process of the unit by a misalignment issue triggered by normal tear/wear of the machine.

Event description:
It was reported that the needle of a bd¿ insyte autoguard bc was retracted about an hour after activating safety mechanism. The following information was provided by the initial reporter: ¿ the product did not retract, but then it retracted after about an hour (it was just sitting there and retracted on its own) it looks like there may be some warping on the plastic next to the spring. ¿